Event description:
It was reported the customer experienced high blood glucose. Customer reported that she had excessively bleeding with their last sensor. Customer's blood glucose was 423 mg/dl. Customer had treated their blood glucose with 12 units of insulin. Customer declined to do troubleshooting for high blood glucose. The customer's blood glucose declined to 408 mg/dl at the end of the call. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. Refer to manufacture report 2032227-2015-05064.